Event description:
It was reported that the user experienced four leaking cartridges and four connectors that did not function as intended, with difficulty twisting connectors to the right even when no cartridge was installed; cartridges and connectors from a different box functioned properly, and replacements were processed. Customer care provided support by replacement of supplies. Investigation of this case revealed a suspected component malfunction of the cartridge and connector consistent with leakage and mechanical fit or threading difficulty. No reported symptoms or adverse health effects. Outcomes included no reported impact on daily activities and no medical intervention. It was concluded that the event was related to a device component performance issue, with the specific root cause undetermined based on available information.